Event description:
Event description cpi received information that the lead safety switch on this implantable pulse generator (ipg) reprogrammed the device from bipolar to unipolar. The patient experienced a syncopal episode due to mypotential inhibition from the unipolar lead configuration. It was determined that the lead safety switch was programmed 'on' prior to a different implant, but the device was not used in that implant. The switch was not programmed 'off" before being used at this implant, and the physician was therefore unaware that this feature was programmed 'on' when the device was programmed to bipolar mode.